Manufacturer narrative:
See MFR: 3012307300-2017-02064.

Event description:
It was reported that the patient's pump alarmed for occlusion (alarm number in pump history: 26) during use of a cleo® 90 infusion set. The patient's blood glucose levels were 446 mg/dl at the time of the event. To address the high blood glucose levels, the patient administered an insulin bolus with the pump. The patient did not test for ketones. Through troubleshooting with the distributor, it was determined the blockage was located in the tubing. The patient was then able to replace the tubing, complete a load sequence, and resume insulin from the pump. No permanent injury was reported.